Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by the provider, who reported that the rollator wheel wobbled and detached while the end user was using it on a gravel surface, causing the end user to fall and break his leg. The device's instructions for use state use only on even and solid surfaces and recommend periodic visual inspection of the product by the user to ensure that all parts and hardware are secure and all components are in good working order. As part of its complaint review and evaluation process, drive devilbiss healthcare will notify the manufacturer of the product about this complaint.

Manufacturer narrative:
The rollator was returned to drive devilbiss healthcare for evaluation. The reported issue with wheel could not be confirmed, and the rollator functioned normally during testing. These findings have been shared with the manufacturer and complaint data will continue to be monitored.